Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the known product/lot combination since its release for distribution. Vertical cup positioning can lead to edge loading and extra pressures being placed on the liner too close to the rim. The lot code for the associated cup was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt revised for disassociation, found cup caused breakage of locking mechanism elongating the liner.